Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause was not reported. Treatment for the event was not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Upon follow up, it was reported that the patient was diagnosed with bacterial peritonitis manifested by cloudy effluent and abdominal pain . The cause of the peritonitis was a break in aseptic technique. The break in aseptic was not further described. The patient was treated with ceftazidime (1 g, intraperitoneal, daily during the first day and later 1,812.5 mg, intraperitoneal, daily and for four days), vancomycin (1 g, intraperitoneal, daily during the first day and later 217 mg, intraperitoneal, daily and for four days), imipenem (800mg, daily, for one day and 300mg, daily and for five days), gentamicin (80mg, for 48 hours), and vancomycin (500mg, for 48 hours both after hemodialysis treatment) and fluconazole (100mg, oral route) for peritonitis. It was reported that the patient's catheter was removed. At the time of this report the patient was recovering from the event. It was not reported if the patient has been retrained on proper aseptic technique. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.